Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated the patient didn¿t know the circumstance that led to patient¿s device worked fine yesterday and was not feeling stimulation today along with patient¿s issue with programmer setting. Patient had lost (B)(6) pounds recently. Patient did not get a new programmer. It was noted the patient¿s issues had been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient could not turn on her unit, she tried the patient programmer and recharger but could not turn her stimulator on. Patient stated she usually waked up with pain, she ate, took pain medication and turned her device on, she tried to turn device on everyday and she wasn¿t getting the stimulation today. He device worked fine with no problem yesterday. Patient confirmed her recharger was working, she could charge her implant. When patient services (pss) synced with pp, it showed stimulation on. Pss reviewed, and patient confirmed she could communicate with pp and the pp showed implant was on p1 at 6.80v. Pss reviewed the implant was on and clarified what patient meant that she couldn¿t get unit/stimulator on. Patient confirmed its meant she was not feeling stimulation. It was stated 6.80v had been working for 20 years and she didn¿t want to go higher than that and just wanted her device to work. Patient had ability to change amplitude, groups or programs. Patient tried increasing stimulation and she got upper limit screen at the time of the call. She wanted to decrease stimulation to see if she felt stimulation, it had not allowed her to feel stimulation. Patient decrease stimulation during the call, setting was remained at 6.80v and did not decrease. Pss reviewed patient had 2 programs, patient switched to p2 and she was at 6.80v as well, patient tried to increase stimulation on p2 and she got upper limit screen. She tried decreasing on p2, setting was remained at 6.80v, and it didn¿t decrease. Pss determined the decrease button was not working. It was noted patient will get replacement pp since the decrease button was determined not to be working on the call. It was reviewed patient need to follow up with healthcare professional to get her implant checked regarding stimulation issue and she couldn¿t increase past 6.80v. It was stated patient declined replacement pp and she was going to call her doctor for not feeling stimulation issue. It was noted patient¿s device not working meaning she wasn¿t feel stimulation, she usually waked up with pain and the decrease button was not working, and the decrease key was not functioning. No further complication and no symptoms were reported.